Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device failed to fire. No coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. On visual evaluation, the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout the needle and was received with both the slides in the initial position. No visual anomalies were noted to the device. During functional testing, the device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtain the samples successfully. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device failed to fire. No coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.